Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the very beginning of the procedure, the monopolar curved shears (mcs) instrument was dull, and the surgeon could not start operating because it would not cut. The mcs was replaced with another one to resolve the issue. There was approximately 3 minutes delay. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, at the very beginning of the procedure, the monopolar curved shears (mcs) instrument was dull, and the surgeon could not start operating because it would not cut. The mcs was replaced with another one to resolve the issue. There was approximately 3 minutes delay. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (serial #, UDI #), d9 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears and the associated device logs. Evaluation of the logs did not show any errors related to the monopolar curved shears. Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. The cutting edge was present and undamaged on the blades. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the monopolar curved shears were read with no observed failures. Further testing was performed for suture cut and film cut. All suture cuts were successful. Both full cut and tip cuts failed the minimum lengths, as the monopolar curved shears cut only at the tip. Evaluation of the monopolar curved shears confirmed the reported condition. The investigation identified that the most likely cause was supplier related. Only cutting at the tip of the shears is caused by the bias springs being out of specification, which is due to a worn pin that controls the location of the through hole for the position. A process improvement has been initiated to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.